Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose and sensor had inaccurate readings that triggered threshold suspend alarm. The customer's current blood glucose is 459 mg/dl and current sensor glucose value is 207 mg/dl. The blood glucose value from reported event was 469 mg/dl. The customer treated high blood glucose with the insulin pump. The customer was neither hospitalized nor admitted for high blood glucose. The insulin delivery was suspended due to sensor glucose values. The sensor glucose value that triggered the suspend event was unknown. The suspend on low limit in sensor settings was 70 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The insulin pump and sensor will not be returned for analysis.